Event description:
It was reported that the patient presented for initial implant. During the procedure, the atrial lead was placed; however, pacing threshold and impedance could not be measured. As a result, the lead was not used and was replaced. The patient was in stable condition.